Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while connected to a patient. The customer sated there was no patient harm or injury.

Manufacturer narrative:
Customer replaced the user interface module which resolved the issue. No further action needed.